Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The juggerknot was returned and sent to (B)(6) for fracture and material analysis. Sem analysis confirmed the returned juggerknot inserter tip fracture was consistent with a fracture caused by bending overload. Based on material analysis the device was manufactured to specifications. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to bending overload, however the cause of the bending overload could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI #: (B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, while the surgeon was attempting to insert a suture anchor with this device, the tip of the device fractured. The patient retained the fractured tip of the inserter. The surgeon removed the foreign body and successfully completed the surgery with a different device.